Event description:
The valve was explanted due to endocarditis and valve dehiscence. An iabp was used due to patients condition. Another valve was then implanted. The patient expired one day postop due to multi-organ failure.